Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced. The customer contact reported there was no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, higher pressure than expected was noted. There was no reported patient injury.